Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had moisture damage and blank display. The customer was assisted with pump exposed to fluid troubleshooting. The customer's blood glucose was 150 mg/dl at the time of the incident. The customer stated the insulin pump was exposed to fluid/moisture when the insulin pump was submerged in water when their friend emptied their bag in a water cooler. The customer stated that the insulin pump's display immediately went blank after exposure to water. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump had blank display due to moisture damage on electronics. Unable to perform idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. Moisture damage on motor. Pump received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.